Manufacturer narrative:
Date of event: (B)(6) 2018, date of report: 14aug2019. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the pressure accuracy issue, and replaced the replaced the power switch overlay to address the led issue. Failure analysis on the returned data acquisition (da) board shows that the data acquisition (da) pcba was tested and no failures were identified. No parts were returned regarding the led issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician noted that the device failed the pressure accuracy test (pvt test 4) at the zero value and power led failure. There was no patient involvement.